Event description:
It was reported that during a bowel resection procedure, the device fired the staples as usual; the staples did not form properly. The surgeon needed to resect more bowel and hand sewing the anastomosis. The patient is fine. There were no adverse consequences for the patient. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
.

Manufacturer narrative:
(B)(4). Other # = h51158 (batch # for cartridge b). Swing tab damaged. Additional information: did the additional removal of bowel have any effect on completing the procedure or patient outcome? Prolonged the procedure slightly. Was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st and 2nd. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Green. Was the cartridge loaded with the retaining cap on? Yes. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No. Did anyone move the firing knob to the left or right after loading the device but before firing? No. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. Surgeon commented afterwards that the device was harder than usual to close and fire was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed staples. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Thick stomach. Was a leak test completed? No. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. If the device locked out, did it lock out on tissue or prior to use on tissue? No. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? Yes the beginning of the staple line showed intact well formed staples but further along the staple line the legs of the staples were sticking out and had not formed properly. Was the firing to close an ostomy? No. Is a pathology specimen available? No but I have a photo of the staple line. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) No. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Patient had very large tumour involving stomach and bowel so the tissue was thicker than usual (surgeon admits this could have been the reason for malformed staples). How long has the surgeon been using this device for this procedure? This is a new product and he has been using it for approximately 2 months. What predicate device was used by the surgeon? Tlc. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that three sr75 reloads were received. Reload a had the swing tab in the locked position, and the proximal one driver up and the remaining drivers were down with staples present; reloads b and c were received fully fired. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and the cartridge (a) was loaded into a test device for functional testing. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspection is performed by means of an (B)(4) to insure the swing tab is present and unlocked. Event could not be confirmed as no instrument was received for analysis. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.